Event description:
Caller (customer's daughter-in-law) reported the customer was unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. Caller further reported the customer self-injected glucagon. No further information was obtained as troubleshooting was refused. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1450755) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.